Manufacturer narrative:
Device evaluated by MFR.: the unit returned with a wire kink and stuck in the sterling balloon catheter. The guidewire was not able to be released from being stuck. The guidewire showed kinks in different sections of its body including the distal tip. The overall length of the device and the outer diameter of the distal tip, middle and proximal sections of the device are within specifications.

Event description:
Reportable based on device analysis completed on 04-sep-2019. The wire was returned stuck inside of the 3.0mm x 120mm x 150cm sterling sl balloon catheter (manufacturer report number: 2134265-2019-04808) with no known allegation. For the sterling device it was reported that catheter entrapment occurred. The target lesion was located in the deep vein of the lower limb. A 3.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilation. However, resistance at the tip of the balloon was encountered. The device could not move and could not reach the lesion. The physician attempted to remove the balloon but the balloon lumen and the guide wire were stuck and could not be removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that both devices were eventually removed together. It was reported that the wire was disposed and there was nothing wrong with it. However, upon review of this device, a guidewire stuck in catheter was found.